Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Result: the 4max was kinked in the proximal shaft approximately 3.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 4max was kinked. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during the removal from packaging. If the 4max is manipulated forcefully at an angle during removal from the packaging, the catheter shaft may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter. During preparation for the procedure, the 4max catheter was found kinked and was not used. The procedure successfully continued using another 4max reperfusion catheter.